Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited noise. The patient did not receive any shock due to noise. On (B)(6) 2018, the patient presented in clinic for another evaluation. Noise was reproducible by having the patient reach across their body with their left arm. All other measurements were normal and stable. The patient would be scheduled for lead revision at a later date. No further information was available.

Event description:
New information on (B)(6) 2018 stated that the lead was capped and replaced. The patient was in stable condition throughout the event.